Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could burn could not be conclusively determined. The product IFU contains a warning statement ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿.

Event description:
Related manufacturing ref: 2184149-2019-00023. During a unilateral 6 level ablation procedure, a patient burn occurred. The grounding pad was placed on the back of the thigh of a patient that was neither hairy or diaphoretic. Following removal of the grounding pad, a burn was noted and silvadine was applied to treat the burn. The patient is in stable condition.